Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle was not working. The following information was provided by the initial reporter, translated from (B)(6) to english: she continues to use the needles and has to be applied many times, two or three times since the needles are not working.

Event description:
It was reported that the bd ultra fine¿ mini pen needle was unable to deliver insulin. This event occurred 5 times for batch # 0309954 and 3 times for batch # 0106037. The following information was provided by the initial reporter, translated from spanish to english: I proceed to inject the insulin and that is where the pencil does not it delivers the insulin, the liquid does not run.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: MDR ownership: manufacturer was update to "becton dickinson and co. - dun laoghaire co, ireland". B.5. Describe event or problem: event type was updated to "unable to deliver insulin/medication" and the medical device was updated to "bd ultra fine¿ mini pen needle". D.3. Medical device manufacturer: updated to "becton dickinson and co. - dun laoghaire co, ireland". D.4. Catalog/lot/serial #, exp date, UDI #: material # updated to 320147. UDI was updated to 00382900147031. The following information includes updated batch #'s and expiration/manufacture dates. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0309954. D.4. Medical device expiration date: 31-oct-2025. H.4. Device manufacture date: 04-nov-2020. D.4. Medical device lot #: 0106037. D.4. Medical device expiration date: 30-apr-2025. H.4. Device manufacture date: 15-apr-2020. D.10. Device available for eval?: yes - 19-may-2022. G.1: manufacturing location: updated to "becton dickinson and co. - dun laoghaire co, ireland". H.6. Investigation summary: samples were received and an investigation was performed. This is the 3rd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary: customer returned (115) 31gx5mm bd pen needles (78 unused and 5 used from lot# 0309954, and 29 unused and 3 used from lot# 0106037). The customer reported that the pen needles do not deliver the medication and are defective. The samples returned after use were examined, and it was observed that 5 (2 from lot# 0309954 and 3 from lot# 0106037) out of the 8 used pen needles featured a bent non-patient end (npe) cannula. The remaining 3 pen needles were tested for flow using a test pen injector, and it was observed that all 3 were able to expel properly. 30 of the 107 unused samples were tested for flow using a test pen injector, and all 30 were able to expel properly. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples with the damaged npe cannulas were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). The root cause for this issue is user related. The npe cannulas were bent by the user after handling the pen needles. H3 other text : see h10.

Event description:
It was reported that the bd ultra fine¿ mini pen needle was unable to deliver insulin. This event occurred 5 times for batch # 0309954 and 3 times for batch # 0106037. The following information was provided by the initial reporter, translated from spanish to english: I proceed to inject the insulin and that is where the pencil does not it delivers the insulin, the liquid does not run.